Manufacturer narrative:
Analysis found the atrial output connector is broken. Hanger is broken. Upper and lower case halves are contaminated around edges (cleaned). Main seal is contaminated. Both wires on the liquid crystal display are pinched. (Not compromised). All found defective parts were replaced and all other identified issues were resolved. Passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned for preventive maintenance and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.